Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported three false positive results with ID now on (B)(6) 2022.per customer, the three patients have positive results with ID now and negative results on a pcr test. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses patient one (1) of three (3) patients.

Manufacturer narrative:
Corrected data: h10 : MFR. Reports: 1221359-2022-02447 through 1221359-2022-02449. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.